Manufacturer narrative:
(B)(4).

Event description:
It was reported that about a month ago, the patient had underdose symptoms of increased tone and pruritis. A volume discrepancy was reported. The actual residual volume was 10.5cc and the expected residual volume was 3.8 cc. The event logs were normal. A therapeutic bolus was given and the patient responded. The physician planned to have the patient return to the clinic sooner then when their next refill is due and check the actual versus expected residual volumes. The medication being delivered via the device system was baclofen.